Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("fragmented essure") in a 32 year-old female patient who had essure inserted (lot no. 20226500) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2 and gravida ii. Previously administered products included: captopril. As concurrent condition the report mentioned arterial hypertension. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced device breakage (seriousness criterion medically important), pelvic pain ("pain / chronic pelvic pain"), genital haemorrhage ("bleeding"), infection ("infection"), abdominal pain ("abdominal pain"), device dislocation ("dislocated in the body"), menstruation irregular ("irregular menstruation"), intermenstrual bleeding ("metrorrhagia"), endometriosis ("endometriosis") and premenstrual syndrome ("premenstrual syndrome"). The patient was treated with azitromycin (azithromycin), metronidazole, duphaston (dydrogesterone) and level (ethinylestradiol;levonorgestrel). Essure treatment was not changed. At the time of the report, the outcomes for pelvic pain, genital hemorrhage, infection, abdominal pain, device dislocation, menstruation irregular, intermenstrual bleeding, endometriosis and premenstrual syndrome were unknown. The reporter considered abdominal pain, device breakage, device dislocation, endometriosis, genital hemorrhage, infection, intermenstrual bleeding, menstruation irregular, pelvic pain and premenstrual syndrome to be related to essure administration. The reporter commented: she was oriented to have essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31.981 kg/sqm. [Pathology test] (date unknown): material: endometrial. Macroscopy: sevral irregular white elastic fragments with measures of 3,3 x 0,8 x 0,2 cm. Conclusion: endometrium with proliferative pattern, with stromal-glandular collapse and stromal edema [ultrasound scan vagina] on (B)(6) 2020: anteversoflexus uterus; 147 cm³; endometrium 22mm; right ovary: 10,93 cm³; left ovary: 3,34cm³. Lot number: 20226500. Manufacturing date: 2009/11. Expiration date: 2012/11. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-dec-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragmented essure') in a 32-year-old female patient who had essure (batch no. 20226500) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), pelvic pain ("pain / chronic pelvic pain"), genital haemorrhage ("bleeding"), infection ("infection"), abdominal pain ("abdominal pain"), device dislocation ("dislocated in the body"), menstruation irregular ("irregular menstruation"), metrorrhagia ("metrorrhagia"), endometriosis ("endometriosis") and premenstrual syndrome ("premenstrual syndrome"). The patient was treated with azithromycin (azithromycin), dydrogesterone (duphaston), ethinylestradiol;levonorgestrel (level) and metronidazole. Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, infection, abdominal pain, device dislocation, menstruation irregular, metrorrhagia, endometriosis and premenstrual syndrome outcome was unknown. The reporter considered abdominal pain, device breakage, device dislocation, endometriosis, genital haemorrhage, infection, menstruation irregular, metrorrhagia, pelvic pain and premenstrual syndrome to be related to essure. The reporter commented: she was oriented to have essure removed. Lot number: 20226500. Manufacturing date: 2009/11. Expiration date: 2012/11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-feb-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragmented essure') in a (B)(6) year-old female patient who had essure (batch no. 20226500) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), pelvic pain ("pain / chronic pelvic pain"), genital haemorrhage ("bleeding"), infection ("infection"), abdominal pain ("abdominal pain"), device dislocation ("dislocated in the body"), menstruation irregular ("irregular menstruation"), metrorrhagia ("metrorrhagia"), endometriosis ("endometriosis") and premenstrual syndrome ("premenstrual syndrome"). The patient was treated with azithromycin (azithromycin), dydrogesterone (duphaston), ethinylestradiol; levonorgestrel (level) and metronidazole. Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, infection, abdominal pain, device dislocation, menstruation irregular, metrorrhagia, endometriosis and premenstrual syndrome outcome was unknown. The reporter considered abdominal pain, device breakage, device dislocation, endometriosis, genital haemorrhage, infection, menstruation irregular, metrorrhagia, pelvic pain and premenstrual syndrome to be related to essure. The reporter commented: she was oriented to have essure removed. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.